Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. As received, the battery pack was non-functional when placed into a monitor and charger. Upon evaluation, the battery cells had output values of 1.295v, 2.426v and 4.289v. The cause of the non-functional battery pack is the mis-matched cells. The root cause of the mis-matched cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was defective.